Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while on a plane. Reportedly, the customer was unable to clear the alarm. The customer's blood glucose level was 140 mg/dl. The customer was ultimately able to clear the alarm and resume insulin delivery.